Event description:
Customer reported her insulin pump keeps alarming no delivery during the priming process. Customer's blood glucose is 111 mg/dl. The connection was verified. Customer was able to manually push insulin through with a plunger. Customer ran a five unit manual prime and the device did not alarm no delivery. Customer was advised the device is working as designed. She was advised to monitor the device and call back if needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).